Event description:
The pt's mother reported, a concern with the packaging of the pt's insulin infusion sets. She stated, that several times the infusion set needle has been bent when removed from the lightweight packaging. She stated, the pt just bends it back and uses it anyway. She stated, the pt has not had any physiological effects or difficulties from doing this. The pt's mother was advised to never use an infusion headset that is bent. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.